Event description:
Pt reported that he has had his 5th surgery by the same dr who implanted a kugel hernia patch. The pt reports he has had "every symptom stated in re-call advertisements". He thinks he has always had a recalled product.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We will submit a follow up report when/if product is returned for eval or additional info becomes available.